Manufacturer narrative:
Per tandem's pump user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred. Blood glucose was 492mg/dl. Reportedly, the customer had overfilled the cartridge. A new cartridge was loaded to resolve the issue.